Event description:
It was reported that the patient had a shocking or jolting sensation. The patient reported a burning sensation at the implant site which traveled across the area that needed to be tunneled. The patient¿s device was reprogrammed and impedance testing was performed. The impedance testing showed all electrode configurations involving electrode number one to be greater than 4000 ohms at amplitude levels of 1.0 and 2.0 volts. The patient¿s programs were changed to bipolar stimulation not involving electrode number one and the patient was going to follow up with their healthcare provider in a month. The patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# v008508, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient had all implanted components explanted on (B)(6) 2015 by health care provider. The patient was complaining of intermittent shocking sensation. Reprogramming was done by the urologist and patient continues to have intermittent shocking and muscle pain. Reported this started about 1 or so months before the explant.